Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the scrub noticed some difficulty loading a green reload. This was to be the third firing on the procedure. She stopped attempting to load it and loaded an alternate green reload instead. In examining the reload at issue, she noticed the cartridge pan was bent and a yellow driver was present on the mayo. Case was completed with new reloads and no issues were observed. A leak test was performed and no issues observed. There were no patient consequences. One device was discarded.